Event description:
New information received states that the device was explanted and replaced. The patient condition is fine.

Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the extended charge time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine check up, interrogation revealed an alert for extended long charge time during a capacitor maintenance. Lead replacement was recommended. The patient will be monitored remotely.